Event description:
It was reported by the affiliate that the (1) er420 was used during an unknown procedure. It was reported that the clips dropped (did not fall into patient). The case was completed with another device. There was no consequence to the patient.